Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-006708. This complaint will be closed as duplicate.

Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.